Manufacturer narrative:
A partial lead with only the connector portion measuring 8.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead helix cannot be retracted. This was discovered prior to the lead being inserted into the body. The doctor used another lead. The patient was stable.